Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken welds at bottom rear.

Event description:
A weld on the right side frame is broken.